Manufacturer narrative:
Additional procode: kwp, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a pps in lateral position at l4-5 treating spondylolisthesis on (B)(6) 2021. When the surgeon inserted a screw on the viper prime, the screw idly turned. The surgeon continued the procedure with a replacement stylet and screw. When the surgeon experienced difficulty applying the replacement stylet and screw against the bone, they changed the surgical technique to j-probe+guide wiring and completed insertion. The procedure was completed with less than 30-minute surgical delay. No further information is available. Concomitant medical products: unknown inserter (part# unknown, lot# unknown, quantity unknown). This report is for one (1) viper prime cfx xtab 7x40mm ti. This is report 1 of 1 for (B)(4).